Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber output beam was observed to blink. The procedure was completed using a second fiber. Pt outcome: "ok, no damages to the pt."

Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture of the glass cap, distal the fiber/cap fusion zone and fiber bevel. Moderate burnt detritus on the metal cap and severe devitrification of the glass cap at the output window were also observed; both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determine to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.